Event description:
It has been reported to philips that the allura system c-arm could not rotate. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the non-emergency treatment got delayed and procedure got completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that c-arm cannot rotate. Upon functional testing fse found propeller potentiometer had problem which results partial movement of c-arm. The fse replaced propeller potentiometer assembly and did the adjustments. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.